Event description:
It was initially reported that the device had the service wrench icon illuminated in the readiness display. Further to evaluation it was observed that the device was unable to charge and deliver defibrillation energy and that event codes were logged into the device's memory. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control observed that the device had the charge-pak icon illuminated in the readiness display. Physio-control also observed that the high energy charge capacitor had one internal strap broken. This caused the device not to be able to charge and deliver energy and event codes to log in the device's memory which triggered the service wrench icon. The cause of the reported failure was due to a broken strap of the high energy charge capacitor. The customer was provided with a replacement device under warranty.